Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had no symptoms or complications. It was noted that rising impedance and capture thresholds were observed on the right ventricular lead possibly related to scar tissue. A lead revision was discussed. There were no patient consequences. Further information was requested but was not available.

Event description:
New information received notes the lead was explanted and replaced. There were no patient complications before, during, or after the procedure .